Manufacturer narrative:
Additional information: an overstitch 2-0 polypropylene suture was returned to boston scientific corportation. During the visual inspection it was noted that the suture was returned with the anchor attached with no issues with the device. Initial report: block h6: device code a0401 is being used to capture the reportable event of suture break.

Event description:
It was reported to boston scientific corporation on july 09, 2024, the overstitch 2-0 polypropylene suture had broken. During the procedure the polypropylene suture broke. The device was removed, and the procedure was successfully completed using another polypropylene suture. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0401 is being used to capture the reportable event of suture break.

Event description:
It was reported to boston scientific corporation on july 09, 2024, the overstitch 2-0 polypropylene suture had broken. During the procedure the polypropylene suture broke. The device was removed, and the procedure was successfully completed using another polypropylene suture. There were no patient complications reported as a result of this event.